Manufacturer narrative:
The field service engineer (fse) observed air bubbles in the incubation bath, both inside and outside of the cuvettes. The fse replaced the lamp and lenses, cleaned the flow path to the incubation bath, replaced the degasser tank, the check valve, and the detergent unit valves. Instrument checks were completed, and all results were within specification. The service actions resolved the issue.

Manufacturer narrative:
The creaj2 reagent lot number and expiration date were not provided. The customer noted that the cell wash solution was not being aspirated. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine jaffe gen.2 (creaj2) on a cobas 6000 c501 module. The initial result was 8 mg/dl. The repeat result was 0.8 mg/dl.